Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to vaginal vault prolapse, enterocele, and cystocele. The patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.. It was reported that patient underwent mesh excision on (B)(6) 2013 due to mesh exposure, vaginal prolapse and failure of synthetic mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to vaginal vault prolapsed, enterocele, and cystocele. The patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2007 due to mesh exposure, vaginal prolapse, and failure of synthetic mesh. (B)(4).